Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported wires exposed at tips; however, for clarification, the damaged instrument component was a broken grip cable. Based on this clarification, the customers reported complaint is confirmed. The grip cable was broken and a cable segment stuck out at the wrist. Additionally, the idler pulley spun freely but exhibited pully face and rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, wires were found exposed at the tip of the mega needle driver. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported wires exposed at tips; however, for clarification, the damaged instrument component was a broken grip cable. Based on this clarification, the customers reported complaint is confirmed. The grip cable was broken and a cable segment stuck out at the wrist. Additionally, the idler pulley spun freely but exhibited pully face and rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.